Event description:
It was reported that a balloon rupture occurred resulting in unretrieved device fragments. The patient presented with coronary artery disease and angina. Access was obtained with ultrasound guidance via the right radial artery. The 90% stenosed target lesion was located in the severely calcified distal right coronary artery (rca) into the right posterior descending artery (rpda). A non-bsc guidewire were inserted across the lesion and into the rpda. Following pre-dilation with a 2.00mm nc balloon, a 2.50 mm x 16 mm synergy xd drug-eluting stent (des) was inserted and advanced but failed to cross the lesion due to a prior stent in the mid rca as well as tortuosity. A 6fr guidezilla ii guide extension catheter was inserted to help advance a 2.50mm x 12mm nc emerge balloon to the lesion. The balloon was inflated 3 times, at 14 atm for 23 seconds, at 18 atm for 19 seconds, and at 18 atm for 10 seconds. There was still a waist in the balloon and it ruptured on the 3rd inflation. While withdrawing the balloon, it was noted that the mid shaft balloon and distal remained within the rca. The procedure was extended 1.5 hours. Numerous techniques and attempts were employed to retrieve the balloon fragments and the delivery system which were trapped with the vessel at the lesion location. Despite several attempts to cross the lesion, success was not achieved, compounded by the complication of the remaining balloon fragments. The procedure was not completed as intended and the decision was made to leave the balloon fragment in the distal rca since the patient had no symptoms, no hemodynamic compromise, normal ECG, and this was a distal small 2.50 mm vessel. The patient required urgent transport to a hospital for further treatment and monitoring. The patient was on heparin drip for 36 hours and was discharged two days post-procedure.